Event description:
It was reported that during a coronary stent procedure, the physician experienced crossing difficulties during direct stenting. The target lesion was a very tortuous, calcified cirumflex artery (cx). The physician was unable to cross the lesion with the express2 monorail 12 mm x 4.5 mm stent and during removal the stent dislodged. A balloon was used to deploy the dislodged stent in the proximal circumflex artery. Another manufacturer's stent was successfully deployed at the target lesion.